Manufacturer narrative:
Image review: intra-procedural fluoroscopic image was provided and reviewed. The patient¿s executive summary was not provided for an atomical review. It was not possible to provide an accurate review with the images provided and without a patient¿s executive summary. It appeared that the distal main pulmonary artery might have been dilated and the position of the bioprosthesis could be in an in tra-annular position which could have contributed to ectopy. Updated data: h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that at close of the procedure of the implant of this transcatheter bioprosthetic pulmonary valve, an increased ventricular ectopy and a new right bundle branch block (rbbb) were noted. A holter monitor was placed for 24-hours. Review of the holter monitor data showed a sinus rhythm with frequent ventricular ectopy (47%). The longest run of ventricular ectopy was 39 beats at 140 beats per minute (bpm). Ventricular tachycardia was also noted; the fastest run was 4 beats at 190 bpm. The physician indicated a causal relationship to the valve. The day following the valve implant, a transthoracic echocardiogram (tte) identified trivial valve regurgitation and a mild paravalvular leak along the anterior margin of the valve. A pulmonary gradient of 14 millimeters of mercury (mm hg) was reported as trivial. The peak pulmonary gradient was 13.9 mmhg and the mean gradient was 8.0 mmhg. There was no right ventricular outflow tract (rvot). No treatment was reported for the regurgitation/paravalvular leak. This same day upon discharge, a beta blocker was initiated for the ventricular arrhythmia as standard care. No additional adverse patient effects were reported.

Manufacturer narrative:
Product ID harmony-dcs; product lot/serial number (B)(6); product type: delivery catheter system; should additional reportable information be received pertaining to the reportable event, a supplemental medwatch will be submitted. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report, any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that approximately 1 year following onset the ventricular arrhythmia event and the paravalvular leak (pvl) had resolved.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.